Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been initiated. If any deviations or non-conformances are found, a supplemental medwatch will be submitted. These are known potential adverse events addressed in the product labeling.

Event description:
Health professional reported to company representative that "possibly vessel might have been nicked in lip as they had to treat them with aspirin and warm compresses, a few days later as it was turning white in their lip, plastic surgeon and main np helped treat the patient¿ and "the bottom lip was hard and felt uncomfortable to the patient and their top lip was uneven¿ after a patient was injected in the lips with juvéderm vollure¿ xc. No other information provided.